Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose read 78 mg/dl on her glucometer prior to the event. The paramedics informed the customer that her glucometer was reading 15 points higher than their glucometer. The paramedics instructed the customer to have her glucometer calibrated. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer has not experienced any problems with low blood glucose since the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.